Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 44 mg/dl. Reportedly, the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Pudding and chocolate were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.